Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging an issue with the calcode on the one touch ultralink meter. The complaint was classified based on the customer care advocate (cca) documentation. On (B)(6) 2013, at 6:30 a. M., the patient stated he took his usual dose of medication (novolog, unknown dosage). The patient stated the alleged issue began on (B)(6) 2013, at 7:15 a. M., the patient manages his diabetes with an insulin pump. The patient reported, 25 minutes after the alleged issue occurred, the patient developed symptoms of ¿dizziness, shaky¿. On (B)(6) 2013, at 8:15 a. M., emergency medical services (ems) was contacted and treated the patient with IV fluids. The patient stated his blood glucose was tested with an ems meter; however, he does not recall the result obtained. At the time of troubleshooting, the cca walked the patient through changing the code on the subject meter and the issue was resolved. No replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury after the alleged meter issue began.